Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) audio test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the breath delivery central processing unit printed circuit board assembly was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.